Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was missing and downstream sensor seal was bubbled. The reported problem was verified. The downstream sensor seal was damaged, degraded and bubbled. The downstream sensor seal was replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis pump, the pump had blister on the downstream sensor. No patient injury reported.